Event description:
It was reported to tyco/healthcare/kendall in 2002 that a umbilical vessel catheter (uvc) had part of the shaft separate while it was being removed. The patient then need to be flown from one hospital to another to have it removed. The catheter end was successfully removed and the patient doing well. The uvc catheter is pending return.